Event description:
It was reported through the results of a clinical trial that six months and twenty-four days post an index procedure completion using a drug-coated balloon catheter in the cephalic vein at cephalic arch via the right arm access, the subject had serious adverse event of occlusion of arteriovenous anastomosis and venous outflow segment and the stenosis of cephalic arch in arteriovenous fistula which required an arteriovenous access circuit reintervention. Standard percutaneous transluminal angioplasty procedure and thrombectomy was performed to treat cephalic vein restenosis and access circuit thrombosis. Treatment re-intervention was not successful though the patient was unable to tolerate the procedure and new access was not created. It was further reported that six months and twenty-six days post an index procedure completion, the subject had serious adverse event of arteriovenous fistula malfunction due to clot. Furthermore, the subject underwent permanent dialysis catheter placement at outside hospital. Moreover, ten months and twenty-seven days post an index procedure completion, the subject had serious adverse event of death. Reportedly, the subject passed away at home on hospice and the primary cause of death was not provided, and the relationship of death with the study device, procedure, and arteriovenous access circuit were not provided. Evidently, the subject status by twenty-four months was specified as death and the study was completed.

Manufacturer narrative:
H10: additional information was received, and the file was reassessed for reportability and determined to be reportable as death. H10: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: the physical device was not returned for evaluation. No photos were provided for review. Therefore, the investigation is inconclusive for the reported failure as no objective evidence was provided for review. Based upon the available information, the definitive root cause is unknown. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H10: d4 (expiration date: 09/2024), g3, h6 (patient). H11: b2, b5, h1. H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported through the results of a clinical trial that six months and twenty-four days post an index procedure completion using a drug-coated balloon catheter in the cephalic vein at cephalic arch, the subject developed a serious adverse event of occlusion of arteriovenous anastomosis and venous outflow segment and the stenosis of cephalic arch in arteriovenous fistula due to elevated venous pressure and pulsatility which required an arteriovenous access circuit reintervention. Standard percutaneous transluminal balloon angioplasty procedure and aspiration thrombectomy were performed to treat elevated venous pressure and pulsatility. Treatment re-intervention was not successful due to the patient was unable to tolerate procedure and new access was created for placement of permanent dialysis catheter. Furthermore, computed tomographic examination showed several segments patent and permanent catheter placement was performed at outside hospital. Reportedly, there have been no documented device deficiencies, no secondary stage procedures were reported, and the relationship of serious adverse event with the study device, procedure, and arteriovenous access circuit is unknown for this subject to date. The current status of the patient is unknown.

Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records will be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. H10: d4 (expiry date: 09/2024). H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the physical device was not returned for evaluation. No photos were provided for review. Therefore, the investigation is inconclusive for the reported failure as no objective evidence was provided for review. A definitive root cause could not be determined based upon the available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported through the results of a clinical trial that six months and twenty-four days post an index procedure completion using a drug-coated balloon catheter in the cephalic vein at cephalic arch via the right arm access, the subject had serious adverse event of occlusion of arteriovenous anastomosis and venous outflow segment and the stenosis of cephalic arch in arteriovenous fistula which required an arteriovenous access circuit reintervention. Standard percutaneous transluminal angioplasty procedure and thrombectomy was performed to treat cephalic vein restenosis and access circuit thrombosis. Treatment re-intervention was not successful though the patient was unable to tolerate the procedure and new access was not created. It was further reported that six months and twenty-six days post an index procedure completion, the subject had serious adverse event of arteriovenous fistula malfunction due to clot. Furthermore, the subject underwent permanent dialysis catheter placement at outside hospital. Moreover, eight months and eighteen days post an index procedure completion, the subject had serious adverse event of cerebral infarction and the outcome of the serious adverse event was fatal which resulted in death. However, the adverse event was not related to the study device, was not related to the index procedure and was not related to the arteriovenous access circuit. In addition, ten months and twenty-seven days post an index procedure completion, the subject reportedly expired, and the primary cause of death was cerebral infarction. Evidently, there have been no documented device deficiencies reported for this subject to date and the relationship of death was not related to the study device, was not related to the procedure, and was not related to the arteriovenous access circuit. The current status of the patient was unknown.

Manufacturer narrative:
H10: additional information was received, and the file was reassessed for reportability and determined to be reportable as serious injury. H10: as the lot number for the device was provided, a review of the device history records will be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. H10: d4 (expiration date: 09/2024), g3. H11: b2, b5, h1. H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported through the results of a clinical trial that six months and twenty-four days post an index procedure completion using a drug-coated balloon catheter in the cephalic vein at cephalic arch via the right arm access, the subject had serious adverse event of occlusion of arteriovenous anastomosis and venous outflow segment and the stenosis of cephalic arch in arteriovenous fistula which required an arteriovenous access circuit reintervention. Standard percutaneous transluminal angioplasty procedure and thrombectomy was performed to treat cephalic vein restenosis and access circuit thrombosis. Treatment re-intervention was not successful though the patient was unable to tolerate the procedure and new access was not created. It was further reported that six months and twenty-six days post an index procedure completion, the subject had serious adverse event of arteriovenous fistula malfunction due to clot. Furthermore, the subject underwent permanent dialysis catheter placement at outside hospital. Moreover, eight months and eighteen days post an index procedure completion, the subject had serious adverse event of cerebral infarction and the outcome of the serious adverse event was fatal which resulted in death. However, the adverse event was not related to the study device, was not related to the index procedure and was not related to the arteriovenous access circuit. In addition, ten months and twenty-seven days post an index procedure completion, the subject reportedly expired, and the primary cause of death was cerebral infarction. Evidently, there have been no documented device deficiencies reported for this subject to date and the relationship of death was not related to the study device, was not related to the procedure, and was not related to the arteriovenous access circuit. The current status of the patient is unknown.